Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to have a fractured tip upon visual inspection of the returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the plausible root cause is normal wear and tear of the instrument.

Event description:
It was reported that a distal end of the inserter broke off. The surgeon had inserted a cage successfully on the patient's right side. He was then inserting a second cage on the patient's left side and observed under flouro that the implant was to anterior. So he requested a slap hammer. Upon using the slap hammer a couple of strikes, the inserter had a lot of slack and it was concerned the implant had come loose. Upon flouro observation, the implant was still attached and the surgeon was able to get the implant moved to the ideal location. The implant was than expanded successfully to the ideal height. Upon removal of the inserter it was observed that the distal end of the inserter had broken off.

Event description:
It was reported that a distal end of the inserter broke off. The surgeon had inserted a cage successfully on the patient's right side. He was then inserting a second cage on the patient's left side and observed under flouro that the implant was to anterior. So he requested a slap hammer. Upon using the slap hammer a couple of strikes, the inserter had a lot of slack and it was concerned the implant had come loose. Upon flouro observation, the implant was still attached and the surgeon was able to get the implant moved to the ideal location. The implant was than expanded successfully to the ideal height. Upon removal of the inserter it was observed that the distal end of the inserter had broken off.